Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. Review of the event history log found 946 downstream occlusion alarms. It was determined that the most probable cause is the downstream occlusion (dso) sensor. The dso sensor was replaced, and the device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.